Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the forceps channel port is detached, the adhesive on the bending section cover rubber had a chip, due to a dent on forceps channel port water tightness was lost, the connecting tube had a scratch, due to wear of the angle wire, bending angle in the up direction did not meet the standard value, the control unit was dirty due to water leakage, the eyepiece was sticky and had a scratch, the suction cylinder was dirty, the up/down plate ws sticky, the grip was sticky, due to damage on the image guide bundle the image has a stain, the venting connector under grip was shaved, the lock engagement lever had a scratch, and the angulation lever had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the oes cystonephrofiberscope forceps jaw dislodged. No reports of patient harm were associated with this event.